Event description:
It was reported that a home patient experienced a breakage on the hinge mechanism of a connection shield as well as the clasping mechanism to close the shield. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.